Manufacturer narrative:
(B)(4). This is a report of a use error where a surgeon used an expired actifuse product. The product was used on (B)(6) 2016 and the expiration date was 12/01/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that actifuse granules were used after the expiration date. There was no report of patient injury or medical intervention associated with this event. No additional information is available.